Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter alleged that the pump was emitting frequent occlusion alarms. It was noted that changing the tubing and the cartridge was not able to resolve the occlusion issue. Reportedly, the cartridge was difficult to be manually primed while unattached to the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. No conclusionscan be made at this time. Each cartridge lot is subjected to a statistical sampling planand must pass testing for force (occlusion and loss of prime), cracks, and foreignmaterial prior to release for distribution.